Manufacturer narrative:
The investigation for access site bleeding and infection/sepsis has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding was most likely due to use issue since the puncture was assumed to be closed after removal of pump causing the bleed. Because this evidence has not been provided, the root cause of the infection cannot be determined the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12445: f6/f8-should have been left blank . G1 manufacturing site name and address.

Event description:
The complainant reported a 61-year-old male patient with a high risk of percutaneous coronary intervention was implanted with an impella cp for mechanical circulatory support. The complainant reported, after the removal of the sheath post-procedure, medical staff assumed the patient¿s puncture site to be closed. The next day, medical staff had to intervene due to bleeding problems. Medical staff implanted a graft in the perforated groin. Medical staff also noted an infection. The patient survived the event.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) limb¿ acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿